Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-01404. 0001825034-2017-07315. Concomitant product: m2a 38mm mod hd+6mm nk no skrt catalog#: 11-173664 lot#: 924460 m2a-38 cup non flared sz 52mm catalog#: 15-106052 lot#: 915420. Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision surgery approximately 7 years post primary surgery, due to pain, elevated levels of cobalt and chromium and metallosis. During the surgery, oxidative changes was observed on the surface of trunnion. Attempts have been made and additional information on the reported event is unavailable.